Manufacturer narrative:
The log file received from the customer confirmed that the device had the alarms 151, 271 and 388. No root cause has been determined at this time since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 had no flow when the oxygen dropped. The machine just kept alarming 151 (o2 concentration low), 271 (o2 supply fail - no o2 dosing possible) and 388 (no o2 dosing possible) and the fi02 (fraction of inspired oxygen) dropped to 21% just for about 3 seconds. It happened during patient use and was transferred to a backup ventilator. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
Results of investigation: vyaire medical determined root cause was due to the defective o2 pressure regulator. Most likely restriction of the p2 regulator hole caused by injection molding deburrs during manufacturing. This complaint will be included with on-going trending analysis. Scar sc-ch-20-002 has been initiated. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.